Event description:
It was reported that during an unspecified procedure, a balloon burst occurred. The 80% stenosed lesion was located in a mildly calcified and mildly tortuous mid right coronary artery. On the first inflation, the 3.0x20mm maverick balloon was inflated for five seconds at nine atmospheres and burst. The balloon was removed intact. The physician went back in with a cutting balloon, and it burst at six atmospheres. Then he removed the cutting balloon successfully and used a 3.25x20mm maverick balloon successfully and followed with an unk stent. The pt's status is listed as fine with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).